Event description:
Healthcare professional reported left side rupture of prosthesis on MRI and extravasation of silicone gel out of the implant periprosthetic shell. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture of prosthesis on MRI and extravasation of silicone gel out of the implant periprosthetic shell. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.2a, d.2b, d.4.

Event description:
Healthcare professional reported left side rupture of prosthesis on MRI and extravasation of silicone gel out of the implant periprosthetic shell. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.